Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate any accuracy issues when testing the system. The system passed the system checkout and was found to be fully functional. Images of the patient registration were provided and showed that the trace pattern did not go very far back on the patient's head. A manufacturer representative was on-site to review trace patterns with the surgeon, including cases involving the deeper sinuses. The representative educated the surgeon on using the full computed tomography (CT) scan for tracing patterns to included more posterior points. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon experienced approximately a five millimeters inaccuracy in the skull base region of the patient's head. The surgeon reported that they were accurate anteriorly during the beginning of the case, but when they reached the posterior skull base, the surgeon alleged that the system was off. This resulted in a cerebrospinal fluid (csf) leak of the patient. The csf leak was corrected during the case. The navigation system was used anteriorly, but used of the navigation system was aborted posteriorly. There was a reported delay to the procedure of thirty minutes due to this issue.